Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the user was going to calibrate the arctic sun device but were getting an error 71 (non-recoverable system error) and 82 (non-recoverable system error). Biomed stated that the device was not cooling. The device was set to 4 degrees, but it made it down to 6 degrees in about 5 minutes. They also stated that they were going to try the calibration test unit on another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user was going to calibrate the arctic sun device but were getting an error 71 (non-recoverable system error) and 82 (non-recoverable system error). Biomed stated that the device was not cooling. The device was set to 4 degrees, but it made it down to 6 degrees in about 5 minutes. They also stated that they were going to try the calibration test unit on another device.